Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a relion® insulin syringe was found leaking during use. There was no report of injury or medical intervention needed.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. The root cause is undetermined.